Manufacturer narrative:
The reported events were dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the lead and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial and right ventricular leads dislodged which resulted in high capture threshold. The dislodgement was confirmed visually. The leads were explanted and replaced. The patient was stable.